Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 182cm j choice pt graphix standard guidewire was advanced for use. However, during procedure, the tip of the guidewire was fractured. The detached tip could not be retrieved with a snare. An unknown drug-eluting stent was used to affix and appose the detached tip in place in the rca. No further complications were reported and the patient's status was stable.